Event description:
It was reported difficulty inserting stylet into lead during procedure. Lead was not used and returned for analysis. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; blood on helix. The stylet could be inserted and retracted from the lead with no problems. There were some slight bends in the returned stylet.